Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the error message: "direct" was displayed on the hl20 roller pump module. A getinge field service technician (fst) investigated the unit and the pumps in question. After the inspection the fst detected multiple failures on the console and the pumps. On the hl20 console was no art mode available in any pump on pump 1 roller pump module (rpm) the error message: "stop-inp" (motor control board needs to be replaced) on pump 2 twin pump module (tpm) one pump is not rotating (replacement of motor necessary) on pump 3 roller pump module (rpm) error message: "direct" was displayed. (Replacement of the tacho board necessary) multiple parts would be necessary to be replaced to maintain proper function of the device. Since the console in question is more than 10 years old, the customer is not willing to perform the repair of this device. The device was taken out of clinical use. The review of the non-conformities during the period of 2008-05-01 to 2021-04-06 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The most probable root cause for the reported failure "direct" could be determined as a mechanical damage of the marks on the tacho strobe foil. Therefore the direction detection has a defect and displays the error message "direct error". The stop input error appears if there is a problem during the start-up procedure; the check is never made during the run of the pump! It works as follows: during the selftest when starting the pump, the controller generates its own stop signal. This stop signal is sent back via the line which is actually used for the incoming signals (real stop signals!) From the pressure and bubble/level modules. If this test signal gets lost on its way the controller will generate the "stop input error" message. The stop signal has to pass several components on the motor control board, also an optocoupler. This optocoupler is the weak part in the line. It will break in case of an incoming spike (high voltage signal) before the processor gets damaged. That happens usually when people remove the pump under power (still switched on). If that component is broken, the motor control board should be replaced. According to the hl20 instructions for use (IFU version 02) a warning to avoid this issue is included. Referring to the IFU of the hl20 version 02 in chapter 4.5.1 positioning the pump the following is stated: warning! -only use the roller pump module on the hl 20. Switch off the relevant "pump socket" on/off switch at the console before installing or removing the pump. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "direct". Further information was requested but still pending. As soon as new information becomes available, a follow up emdr will be submitted.

Event description:
It was reported that the hl20 pump displayed the error message: "direct". Reference number: (B)(4).